Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and vaginal laceration ('vaginal tear-post hysterectomy') in a 40-year-old female patient who had essure (batch no. B59453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included hypertension since 2014 and irritable bowel syndrome since 2008. Concomitant products included hydrochlorothiazide;triamterene (dyazide) and minerals nos;vitamins nos (prenatal vitamins) from 2012 to 2013. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). On 10-oct-2013, the patient had essure inserted. In october 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), the first episode of headache ("headaches"), dizziness ("lightheaded and dizziness"), fatigue ("fatigue") and back pain ("back pain"). In december 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - type : urinary tract infection") and vaginal discharge ("vaginal discharge"). In january 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems - condition - depression") and nausea ("nausea"). In november 2014, the patient experienced incontinence ("bladder problems or urinary problems or changes: incontinence"). In 2015, the patient experienced rash macular ("rashes or skin conditions type: sores and spots on face, head and arms") and pain of skin ("rashes or skin conditions type: sores and spots on face, head and arms"). In june 2015, the patient underwent cholecystectomy ("gall bladder removed"). In november 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced vaginal laceration (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), the second episode of headache ("headaches"), the second episode of alopecia ("hair loss"), post procedural complication ("vaginal tear-post hysterectomy"), vaginal cuff dehiscence ("repair of vaginal cuff s/p hysterectomy for bleeding"), abdominal pain lower ("lower abdominal pain/ cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and abdominal pain had resolved, the vaginal laceration, hypersensitivity, the last episode of alopecia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, rash macular, pain of skin, incontinence, migraine, nausea, dizziness, dysmenorrhoea, vaginal discharge, post procedural complication, cholecystectomy and vaginal cuff dehiscence outcome was unknown and the last episode of headache, dyspareunia and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, incontinence, menorrhagia, migraine, nausea, pain of skin, pelvic pain, post procedural complication, rash macular, urinary tract infection, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal laceration, vulvovaginal mycotic infection, the first episode of alopecia, the first episode of headache, the second episode of alopecia and the second episode of headache to be related to essure. The reporter commented: she had need for an additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), yeast infection, urinary tract infection, apareunia (inability to have sexual intercourse), depression, rashes or skin conditions type: sores and spots on face, head and arms, bladder problems or urinary problems or changes: incontinence, migraines, headaches, nausea, lightheaded and dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ painful intercourse, vaginal discharge, fatigue, vaginal tear-post hysterectomy, hair loss, gall bladder removed, back pain, repair of vaginal cuff s/p hysterectomy for bleeding, lower abdominal pain/ cramping, abdominal pain and did not undergo confirmation test. Medical history, concurrent condition, concomitant medication and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and hypertension ('have been hospitalized for hbp') in a 40-year-old female patient who had essure (batch no. B59453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included pregnancy and epigastric pain. Concurrent conditions included hypertension since 2014, irritable bowel syndrome since 2008, hypertension and dysfunctional uterine bleeding. Concomitant products included hydrochlorothiazide;triamterene (dyazide), ibuprofen, minerals nos;vitamins nos (prenatal vitamins) from 2012 to 2013 and paracetamol (acetaminophen). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), the first episode of headache ("headaches"), dizziness ("lightheaded and dizziness"), fatigue ("fatigue") and back pain ("back pain"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - type : urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems - condition - depression") and nausea ("nausea"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder problems or urinary problems or changes: incontinence"). In 2015, the patient experienced rash macular ("rashes or skin conditions type: sores and spots on face, head and arms") and pain of skin ("rashes or skin conditions type: sores and spots on face, head and arms"). In (B)(6) 2015, the patient underwent the first episode of cholecystectomy ("gall bladder removed"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced vaginal laceration ("vaginal tear-post hysterectomy"), hypersensitivity ("allergic reactions"), the second episode of headache ("headaches"), the second episode of alopecia ("hair loss"), post procedural complication ("vaginal tear-post hysterectomy"), vaginal cuff dehiscence ("repair of vaginal cuff s/p hysterectomy for bleeding"), abdominal pain lower ("lower abdominal pain/ cramping"), abdominal pain ("abdominal pain"), discomfort ("physical discomfort"), hypertension (seriousness criterion hospitalization), skin discolouration ("white spots all over body"), skin fissures ("skin crack open"), skin haemorrhage ("skin "crack" open and bleed"), skin burning sensation ("burning sensation scalp"), blister ("blistering sore on head"), furuncle ("skin boils"), skin exfoliation ("skin peeling off"), skin disorder ("skin bumps"), urticaria ("hives"), oral disorder ("painful bump in mouth") and post procedural haemorrhage ("11 days post op began bleeding and passing clots") and underwent the second episode of cholecystectomy ("gall bladder removed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and abdominal pain had resolved, the vaginal laceration, hypersensitivity, the last episode of alopecia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, rash macular, pain of skin, urinary incontinence, migraine, nausea, dizziness, dysmenorrhoea, vaginal discharge, post procedural complication, vaginal cuff dehiscence, discomfort, hypertension, skin discolouration, skin fissures, skin haemorrhage, skin burning sensation, blister, furuncle, skin exfoliation, skin disorder, urticaria, oral disorder, the last episode of cholecystectomy and post procedural haemorrhage outcome was unknown and the last episode of headache, dyspareunia and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, blister, depression, discomfort, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, hypersensitivity, hypertension, menorrhagia, migraine, nausea, oral disorder, pain of skin, pelvic pain, post procedural complication, post procedural haemorrhage, rash macular, skin burning sensation, skin discolouration, skin disorder, skin exfoliation, skin fissures, skin haemorrhage, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal laceration, vulvovaginal mycotic infection, the first episode of alopecia, the first episode of cholecystectomy, the first episode of headache, the second episode of alopecia, the second episode of cholecystectomy and the second episode of headache to be related to essure. The reporter commented: she had need for an additional surgery. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received: event physical discomfort added. Seriousness criteria for previously reported event vaginal laceration was updated to non serious. On 6-apr-2020: fu 3 and 4 processed together. Social media content received: events added-hbp, white spots on skin, skin cracks that bleeds,scalp burning,blisters,skin peeling off, skin bump,hives,bump in mouth, gall bladder removal, and post hysterectomy bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and hypertension ('have been hospitalized for hbp') in a 40-year-old female patient who had essure (batch no. B59453) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included pregnancy and epigastric pain. Concurrent conditions included hypertension since 2014, irritable bowel syndrome since 2008, hypertension and dysfunctional uterine bleeding. Concomitant products included hydrochlorothiazide;triamterene (dyazide), ibuprofen, minerals nos;vitamins nos (prenatal vitamins) from 2012 to 2013 and paracetamol (acetaminophen). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), the first episode of headache ("headaches"), dizziness ("lightheaded and dizziness"), fatigue ("fatigue") and back pain ("back pain"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - type : urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems - condition - depression") and nausea ("nausea"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder problems or urinary problems or changes: incontinence"). In 2015, the patient experienced rash macular ("rashes or skin conditions type: sores and spots on face, head and arms") and pain of skin ("rashes or skin conditions type: sores and spots on face, head and arms"). In (B)(6) 2015, the patient underwent the first episode of cholecystectomy ("gall bladder removed"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal injury ("vaginal tear-post hysterectomy"), hypersensitivity ("allergic reactions"), the second episode of headache ("headaches"), the second episode of alopecia ("hair loss"), post procedural complication ("vaginal tear-post hysterectomy"), vaginal cuff dehiscence ("repair of vaginal cuff s/p hysterectomy for bleeding"), abdominal pain lower ("lower abdominal pain/ cramping"), abdominal pain ("abdominal pain"), discomfort ("physical discomfort"), hypertension (seriousness criterion hospitalization), skin discolouration ("white spots all over body"), skin fissures ("skin crack open"), skin haemorrhage ("skin crak open and bleed"), skin burning sensation ("burning sensation scalp"), blister ("blistering sore on head"), furuncle ("skin boils"), skin exfoliation ("skin peeling off"), skin disorder ("skin bumps"), urticaria ("hives"), oral disorder ("painful bump in mouth") and post procedural haemorrhage ("11 days post op began bleeding and passing clots") and underwent the second episode of cholecystectomy ("gall bladder removed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower and abdominal pain had resolved, the vulvovaginal injury, hypersensitivity, the last episode of alopecia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, rash macular, pain of skin, urinary incontinence, migraine, nausea, dizziness, dysmenorrhoea, vaginal discharge, post procedural complication, vaginal cuff dehiscence, discomfort, hypertension, skin discolouration, skin fissures, skin haemorrhage, skin burning sensation, blister, furuncle, skin exfoliation, skin disorder, urticaria, oral disorder, the last episode of cholecystectomy and post procedural haemorrhage outcome was unknown and the last episode of headache, dyspareunia and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, blister, depression, discomfort, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, hypersensitivity, hypertension, menorrhagia, migraine, nausea, oral disorder, pain of skin, pelvic pain, post procedural complication, post procedural haemorrhage, rash macular, skin burning sensation, skin discolouration, skin disorder, skin exfoliation, skin fissures, skin haemorrhage, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vulvovaginal injury, vulvovaginal mycotic infection, the first episode of alopecia, the first episode of cholecystectomy, the first episode of headache, the second episode of alopecia, the second episode of cholecystectomy and the second episode of headache to be related to essure. The reporter commented: she had need for an additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, headache and alopecia outcome was unknown. The reporter considered alopecia, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.